Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the percutaneous leads were removed today. 4 days later it was reported the leads were removed without incident. It was noted that no diagnostics were used. It was stated there were no adverse effects.